Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. Manufacturer is currently performing investigation and results will be submitted in a supplemental report.

Event description:
Senseonics was made aware of an incident where the user received an early sensor replacement alert resulting in early sensor removal. The user received the alert on (B)(6) 2023. No adverse events were associated with this complaint.

Manufacturer narrative:
Based on the initial escalation analysis, the sensor performance deviated from normal behavior. An RMA was authorized for further investigation. Upon receipt of the sensor, the return product analysis testing was performed, however, the failure mode could not be reproduced. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The potential root cause for the reported failure mode may be related to an issue with the sensor electronics, for example the led behavior at the time, or the in vivo state of the sensor hydrogel. As part of resolution, the user was inserted with a new sensor. B4. Date of this report updated to 11 april 2024. D9 device available for evaluation? Yes,device received on 09/29/2023. G. Date received by the manufacturer ? 09 april 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.